Manufacturer narrative:
H6: code d12 was removed and replaced with code d1102.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for right internal iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. Upon deployment of the proximal side of trunk-ipsilateral leg, it moved distally for 5 mm. Thus, the physician repositioned it using constraining mechanism. All the planned devices were deployed without any other issues. A confirmation angiography showed that the trunk-ipsilateral leg unintentionally half-covered the right renal artery. Although there seemed no blood flow impairment, a bare-metal stent was placed in the right renal artery just in case. The patient tolerated the procedure. Reportedly, repositioning of the device may have resulted in unintentional partial coverage of the renal artery though it appeared to be well positioned on angiography. The reporting physician commented as follows: no clear reason was identified as to at what point in time the positioning problem occurred. It is possible that the device moved during sheath advancement or ballooning.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: improper component placement, occlusion / stenosis of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.